Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had a no-image issue. The issue occurred during preparation for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to damage on the charged couple device unit. Additionally. The bending section cover had a scratch, the adhesive on the bending section cover was chipped; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; switch 1 had a scratch, the light guide cover glass had a scratch, the video cable had a scratch, and the video connector had a crack and was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken." Olympus will continue to monitor field performance for this device.